Event description:
On (B)(6) 2013, pdc received a report of medical intervention that occurred on (B)(6) 2013 around noon. Pt stated that his prodigy meter gave him a reading of 248 mg/dl prior to lunch, and while making lunch, he suddenly fell to the floor with no symptoms beforehand. Pt said he was on the floor and unresponsive from noon until 3:30pm when the medics arrived. He continued on to say that he crawled on the floor and unlocked the door to let them in. A glucose test was performed with the medic's meter and it read 38mg/dl. He then stated he was unresponsive and transported to the ER. ER readings unk by pt. Treatment consisted of peanut butter crackers, candy and sugar water IV. He was discharged in 3-4 hours with a reading of 110 mg/dl. Prodigy sent replacement meter w/ts and prepaid envelope for return of suspect product (s) for eval.